Event description:
It was reported that during a lap cholecystectomy procedure, the clip applier locked onto the vessel. The device was pried open. It is unk how the case was completed. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.